Event description:
Could not walk without crutches,unable to walk. Knees swelled (left knee),injection site joint swelling. Pain in my knees (left knee), injection site joint pain. Case narrative: initial information was received from united states on 17-jun-2022 regarding an unsolicited valid serious case from a patient. This case involves an unknown age and unknown gender patient who could not walk without crutches, knees swelled (left knee) and pain in my knees (left knee) after treated with hylan g-f 20, sodium hyaluronate, synvisc one, in left knee. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease or risk factor. The patient had synvisc-one injected into each knee in (B)(6) 2021 with no issues. On (B)(6) 2022, the patient again received synvisc one (hylan g-f 20, sodium hyaluronate) injection (with an unknown batch number, dose, frequency, route, indication, expiry date). Information on batch number was requested. Last week, (B)(6), the patient had each knee injected with synvisc-one by a different practitioner from 2021. This time, on an unknown date in (B)(6) 2022, after unknown latency, the knees swelled (injection site joint swelling) and the patient could not walk without crutches (gait inability, caused disability). The swelling had subsided, and the patient could walk without crutches, but had pain in knees (injection site joint pain). The patient asked if the research provide any information as to why these issues arose twitch the current injections. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for the events (knees swelled (left knee), pain in my knees (left knee), could not walk without crutches). At time of reporting, the outcome was recovered / resolved in (B)(6) 2022 for the event knees swelled (left knee), was not recovered / not resolved for the event pain in my knees (left knee) and was recovered / resolved in (B)(6) 2022 for the event could not walk without crutches. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
(B)(4) company comment dated 22-jun-2022: this case involves an unknown age and unknown gender patient who could not walk without crutches, after treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the event and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Could not walk without crutches [unable to walk] knees swelled (left knee) [injection site joint swelling] pain in my knees (left knee) [injection site joint pain] case narrative: this case is linked to case (B)(4) (multiple devices). Initial information was received from united states on 17-jun-2022 regarding an unsolicited valid serious case from a patient. This case involves an unknown age and unknown gender patient who could not walk without crutches, knees swelled (left knee) and pain in my knees (left knee) after treated with hylan g-f 20, sodium hyaluronate [synvisc one] in left knee. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. The patient had synvisc-one injected into each knee in (B)(6) 2021 with no issues. On (B)(6) 2022, the patient again received synvisc one (hylan g-f 20, sodium hyaluronate, 48 mg/6ml) injection, liquid (solution) (with an unknown batch number, dose, frequency, route, indication, expiry date). Information on batch number was requested. Last week, (B)(6), the patient had each knee injected with synvisc-one by a different practitioner from 2021. This time, on an unknown date in (B)(6) 2022, after unknown latency, the knees swelled (injection site joint swelling) and the patient could not walk without crutches (gait inability, caused disability). The swelling had subsided, and the patient could walk without crutches, but had pain in knees (injection site joint pain). The patient asked if the research provide any information as to why these issues arose twitch the current injections. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for the events (knees swelled (left knee), pain in my knees (left knee), could not walk without crutches). At time of reporting, the outcome was recovered / resolved in june 2022 for the event knees swelled (left knee), was not recovered / not resolved for the event pain in my knees (left knee) and was recovered / resolved in june 2022 for the event could not walk without crutches. A product technical complaint (ptc) was initiated on 23-jun-2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no corrective action/preventative action (CAPA) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the non-conformance process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 30-aug-2022 with summarized conclusion as no assessment possible. Additional information was received on 23-jun-2022 from other healthcare professional (from quality department). Gptc number was added. Additional information was received on 30-aug-2022 from the quality department. Ptc details was added.